Manufacturer narrative:
Migration of win xp -> win 7 used an automatic copy function hich mixed the x and y of the xyz coordinates. No code review between abvs vd10 and vc31a to confirm no unintended changes. This will be resolved via soft are release. (B)(4).

Event description:
The abvs nipple marker is positioned in the wrong location when images acquired with vd10a sw are viewed on susba.